Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also ketones were very high. The customer reported blood glucose value of 600 mg/dl and sensor glucose value was more than 400 mg/dl at the time of event. The customer had an emergency medical services dispatched and admitted to emergency room for treatment for less than 24 hours. Also, the customer was passed out at the time emergency room admission. The customer was treated with IV insulin drip. The event involved products mmt-1884l, mmt-7040a, unomedical and mmt-332a. Troubleshooting was performed and the customer had been using the insulin pump within 48 hours of the reported event and it was unknown whether the auto mode/smartguard feature was active at the time of the event. Customer told that the insulin pump in use was leading up to the hospitalization. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884l was requested and customer has returned the device for analysis. No product return is required for mmt-7040a. No product return is required for unomedical. No product return is required for mmt-332a.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.